Event description:
The reporter indicated that the patient had an magnetic resonance imagingfollowing a stroke on 5/1/98. On 5/18/98, the device was found to be in back-up mode. The device was reprogrammed and stayed out of back-up at that time. Pacemaker function was normal during testing. The patient returned today (6/17/98) and the device is in back-up again. The device may be explanted.